Manufacturer narrative:
Date of event: unk. Date of explant: unk. Device evaluated by manufacturer: no, lens implanted. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -7.0/+3.5/113 diopter, in the patient's left eye (os) on (B)(6) 2015. The reporter indicated the lens had an excessive vault and the patient experienced blurred vision, glare and halos. The lens remains implanted.

Manufacturer narrative:
Method: (device from same lot evaluated); work order search found no similar complaints. (B)(4).